Event description:
The cordless driver 2 handpiece was returned to stryker instruments for service. During functional testing by a service technician, it was found that the trigger housing set screw had broken off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The cordless driver 2 handpiece was returned to stryker instruments for service. During functional testing by a service technician, it was found that the trigger housing set screw had broken off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The event for trigger screw coming out of device was confirmed through visual inspection by the repair technician. The technician confirmed through visual inspection that the trigger screw was stripped.